Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The father reported via phone call that they had air bubbles in their tubing. The customer's blood glucose was 303 mg/dl at the time of the call. Customer stated the air bubbles were tiny in size. The customer also reported 2 millimeter sized air bubbles. The father stated the insulin was stored at room temperature. The father did not report any leaks on the reservoir. It was also found the air bubbles did not persist after a set change. The father declined to return the reservoir for analysis.